Event description:
Boston scientific received additional information that this patient underwent a further procedure due to infection and sepsis. The patient was hospitalized and treated with intravenous antibiotics. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed a pocket infection and sepsis following a recent generator change out. The patient was hospitalized and treated with intravenous antibiotics. This rv lead remains in service. No additional adverse patient effects were reported.